Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem; additionally, the downstream occlusion (dso) seal was detaching. The dso seal was replaced. Functional testing revealed the latch/lock sensor does not register the states of the locking mechanism, so the flex sensor was also replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not latching or locking. There was unknown patient involvement. Device evaluation noted the downstream occlusion seal to be detaching.